Event description:
A malfunction on the pump was reported by the caller. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. The customer received instructions on resetting the pump but was unable to do so initially. They planned to reset the pump independently, and a follow-up was scheduled to confirm resolution.